Event description:
It was reported that the atrial lead exhibited high pacing impedance and that isometrics could reproduce noise on the atrial lead. It was noted that there was a polarity switch to unipolar due to out of range impedance. A chest x-ray showed the lead still in appropriate atrial location and the lead pin fully seated in the header. A potential setscrew issue is suspected. The physician has elected to monitor the lead. Therefore, the device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).